Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a motor error during the rewind. The drive support cap was flush. The customer did not press on the cap while connected. The blood glucose reading was 228 mg/dl. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarms, unexpected no delivery alarms or displacement anomalies noted. The motor was tested outside the device and passed. The drive support disk was inspected and no anomaly noted. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.